Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure with a freestyle libre 3 plus sensor when attempting to obtain glucose readings, with intermittent communication failure attributed to the sensor¿s antenna and related electrical/magnetic components; the user rescanned and was advised of the warm-up period. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and paired device, consistent with intermittent communication failure linked to antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.